Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced and adjusted the light scatter preamplifier to resolve the issue. (B)(4).

Event description:
The customer reported that the latron control runs on the lh500 instrument were out of specification. The customer stated that the scatter plot for differentials was low and he was not able to adjust it. There were no erroneous results associated with this event.